Event description:
According to the reporter, during a low anterior resection procedure, the surgeon started firing, however the device stopped at the rest 20mm of firing. The display showed firing stopped indicator. The surgeon pushed down of the center control, however could not fire the device. Then the surgeon retracted the knife and removed the device from the tissue. The procedure was completed with another device. Additional tissue resection was required due to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, additional information, the procedure was completed with another device by re-stapling over the original staple line. Incision was extended about 20mm due to the product problem.